Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025: the end-user reported difficulty connecting three dexcom sensors to the ilet. The ilet was tuned off at the time of the call. The user has been off the ilet for 4 days and reverted to mdi while awaiting a new sensor shipment. Support confirmed bluetooth pairing between the ilet and the phone was functional. The user will attempt reconnection once a new g7 sensor is available. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.